Manufacturer narrative:
Date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for about the last 5 days has been peeing a lot. Patient said that they drink a lot of water however hasn't had issues of having to void at night before. Patient said that they charged up external devices and tried to connect yesterday however said that received message: data has been lost. Call your clinician. When asked, patient said that about 1.5 months ago had CT scan and colonoscopy. When asked, patient said didn't turn stimulation off prior to colonoscopy. The patient was redirected to their healthcare provider to further address the issue.